Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. It was noted the device was ruptured and it was not capsular contracture. The event of capsular contracture, baker grade iii/IV will be unreported. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. It was noted the device was ruptured and it was not capsular contracture. The event of capsular contracture, baker grade iii/IV will be unreported. The device has been explanted.